Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported one week post pacemaker implant, the patient presented to the emergency department with arm swelling and a deep vein thrombosis. The system remain in use. No further patient complications were reported as a result of this event.